Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a cardiac perforation was suspected as the pace impedance measurements had dropped and the pacing threshold had increase when it comes to this right ventricular (rv) lead. An echocardiography was performed and pericardial effusion and perforation was confirmed. A revision took place and a new lead was implanted. This lead will not be returned. No additional adverse patient effects were reported.